Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Additional information was received that indicated that approximately four years and four months after the index procedure, the patient visited the hospital for follow up. Because the patient did not show any cardiac symptoms, only a medical inquiry was conducted. Approximately 7 months later, the patient complained of chest pain at home and was brought by ambulance to another hospital. The patient went into cardiac arrest and deceased. The cause of the death was unknown because the patient was treated at another hospital. There will be no further information available. The physician indicated that the cause of death was unknown because the patient was treated at another hospital.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device cut but it did not staple or staples did not close correctly. After this event, the device itself did not close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.